Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a fall this patient began experiencing symptoms of breathlessness and fatigue. The patient was seen by their physician and a right atrial (ra) lead fracture was discovered. Additional information was received that the ra lead was also exhibiting loss of capture, sensing issues, and high out of range impedances greater than 2000 ohms. The loss of capture did not lead to any periods of asystole due to right ventricular and left ventricular therapy remaining available. During a clinic visit a chest x-ray was obtained that could not confirm the ra fracture. The patient has elected not to undergo a revision procedure at this time. The system was reprogrammed and the physician will continue monitoring the patient via follow-ups. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.